Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the scooter will tend to stop suddenly when driven at a higher speed.